Event description:
Pt with a history of being an ab, that had received 5 separate transfusions of group o blood that forward typed as an o with ID-mts. Patient forward types as an ab(mixed field) using the tube methodology. Tube testing was performed using bioclone reagents. Tubes were allowed to incubate at rt for a few minutes before being spun and read. Tube typing yielded 3+ reaction with both anti-a and anti-b. Account had no patient sample left to submit for testing. There was no report of patient harm as a result of this event.